Event description:
It was reported that a multifiltrate pro machine alarmed with an error code during a patient¿s continuous renal replacement therapy (crrt) treatment or shortly after t1 test, timing is unclear. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The machine was taken to the technical room. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information was received and reviewed for this file; it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR 1225714-2024-00022 will have no further updates.

Event description:
It was reported that a multifiltrate pro machine alarmed with an error code during a patient¿s continuous renal replacement therapy (crrt) treatment or shortly after t1 test, timing is unclear. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The machine was taken to the technical room. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.